Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge user guide, ¿the t:slim cartridge is sterile, non-pyrogenic and for single use only." H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the customer re-used cartridges. Tandem technical support educated the customer on cartridge labeling. A cartridge change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.